Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the corrosion around the adhesive of the objective lens, light-guide lens, and a-rubber is most likely attributable to a component failure. For the presence of foreign objects in the air/water-cylinder and air/water-tube, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water-tube, foreign material in the air/water-cylinder, and corrosion on the adhesive surrounding the light guide lens, the objective lens, and the a-rubber. There was no patient involvement.